Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that at the beginning of the procedure the scrub nurse was getting the trolley ready to commence and carrying out the first count of swabs. It was discovered instead of 10 patties in the packet there were 11. These were handed off the trolley and a sterile supplementary pack was taken on, no delay occurred.

Event description:
N/a.

Manufacturer narrative:
This report was filed in error as medwatch 1226348-2019-00212 was filed to report this event.